Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a case of lasik post operative epithelial ingrowth of a patients' left eye, observed during surgical observations. Upon follow up with surgical technician, he indicated at four days post lasik treatment, ingrowth was observed and topical steroid eye drops were increased. Patient was then monitored post operatively. At nine months post op patient indicated vision was blurry, and a re-lift of the flap, scrape and flap replacement was performed. The patient was placed on a tapered topical eye drop dosage, and was noted as resolved by the next following post op visit.